Event description:
The customer reported a ¿speaker malfunction error". The device was in use for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.